Event description:
Edward received information that this bioprosthetic aortic heart valve was explanted after four (4) years, five (5) months due to a combination of structural valve degeneration, regurgitation, stenosis, and calcification. This was replaced with a 21mm mechanical valve and the patient is noted as being hospitalized, in stable condition.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice on one (1) leaflet at the inflow and outflow aspects. Host tissue on the stent circumference was also minimal to heavy on the outflow and inflow aspects, respectively. The x-ray demonstrated moderate to heavy calcification on all three (3) leaflets and a bent out commissure. Incidental findings: the x-ray demonstrated a bent outwards commissure and an intact wireform. As received, suture ring cloth was cut and exposed the wireform around the valve at the inflow aspect. Method: x-ray. Additional manufacturer narrative: the clinical report of calcification was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted device is anticipated for return to edwards lifesciences and an evaluation of the product is currently pending its return. A supplemental report will be submitted upon completion.